Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found: 4 broken inserts, the back panel is corroded from fluid ingression, back panel has 4 broken screws seized in it, heater #2 has a rip in the heater tape. All components beneath the reservoir have fluid ingression- regulator, pump, ground blocks, fuse blocks and some have rust. The pump is also noisy probably from the fluid damage. Drain valve is hard to open and close. Functional testing confirmed the complaint when the device leaked from the reservoir seam. Most probable cause is seam failure, due to age and use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions taken, it was deemed beyond economical repair due to the extensive fluid ingression.

Event description:
It was reported that the device was leaking from the reservoir. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.